Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness, a burn looking reaction at the cannula spot with a painful lump, excessive pain and scarring had occurred while wearing the pod. Patient reports this to be an ongoing issue with her pod sites. Patient is unavailable for additional information regarding this issue.